Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus. (B)(4) checked the subject device and found that the forceps elevator wire was broken as reported and the some of the wires that composed the forceps elevator wire were raised, and also found that there was dirt inside the light guide lens of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the information from okr and similar past cases, omsc considered that the dirt inside the light guide lens was attributed to corrosion of the internal components of the light guide, which might be caused by the invasion of moisture into the subject device from the leak point. It was surmised that the corrosion products had remained inside the light guide lens as dirt. In addition, it was surmised that the reported forceps elevator wire breakage was attributed to fatigue failure by repeated forceps raising operations, and that the wire raising caused by repeated brushing cleaning around the forceps elevator and/or attachment/detachment of the distal cover. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the user facility that during the inspection before use at the user facility, it was found that the forceps elevator wire of the subject device was broken. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.